Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) showed 12 months remaining three months ago and on recent check it was three months remaining. Disk analysis confirmed this device showed a tendency to prematurely drain the battery and that dissociation started at the battery voltage predicted from the actual battery voltage and consumption. The power consumption used in the device's hardware-side lifespan calculations does not reflect this battery drain, making the lifespan inaccurate. Moreover, device replacement and return for detailed analysis was recommended. To date, the device remains in service. No adverse patient effects were reported.